Event description:
It was reported that during an implant procedure, the physician open the package of the lead accessory and observed the tip of electrode #3 was bent and that the tip of the lead was not straight. The lead was note used in the patient and a new was used. No patient injuries were reported. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of lead model # 3389, lot # 0205605060, found the distal end of the stim lead bent out of the box.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.